Event description:
It was reported that a possible catheter dislodgement or migration occurred at the distal segment. It was indicated that the referring health care provider felt the catheter was dislodged from the intrathecal space and radiographs supported that suspicion. It was noted during a planned surgical catheter revision, that the case was aborted because the anesthesia was unable to adequately ventilate/oxygenate the patient. It was planned to have another catheter revision rescheduled. It was indicated that the patient's status at the time of report was alive with no injury or adverse event. The drug delivered via pump was lioresal.

Event description:
Additional information reported that the cause of the event was due to catheter migration/dislodgement out of the cerebral spinal fluid (csf) space. Computed tomography (CT) scan had found that the catheter tip was in the lumbar subcutaneous tissue. It was confirmed that there was an attempt to replace catheter bit the patient did not tolerate anesthesia. It was indicated that the patient had a loss of movement. There was no hospitalization noted. The outcome of the patient was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: (B)(6) 2003, explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).